Event description:
As reported by us bard ep sales rep: "leaky valve. Did not aspirate air upon aspiration of side port. Put thumb over valve when aspirating and finished the procedure with this device. It did not leak blood."